Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped their pump, resulting in a portion of the cartridge breaking inside the chamber. The patient sent a picture for assessment, which confirmed that part of the cartridge was stuck in the chamber, preventing removal. The patient¿s son used pliers or tweezers to twist and remove the broken piece. A full supply change was recommended despite the cartridge itself not being damaged, and the patient understood the instructions. The connector lot number was 32731. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.